Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the right ventricular lead exhibited noise oversensing due to lead fracture. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.